Manufacturer narrative:
Physio-control evaluated the customer's device and verified that the event code was logged in the device's memory; however, the issue could not be duplicated during testing. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device will not deliver a defibrillation shock. The device also logged an event code that is indicative of a failure of the device to charge defibrillation energy, as a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.